Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 9:00pm at home. End-user stated that she received a result of 450mg/dl tested again and received a 480mg/dl on her prodigy meter. She stated that took 35 units of humalog based off the result she received. A normal reading for that time of day is around 150mg/dl. She stated that shortly after taking her insulin she started to feel nauseous, sweaty, dizzy and had a headache. The end-user said she then went to the hospital on her own she did not call paramedics. She ate an apple and had some water prior to going to the hospital. Upon arriving at the hospital her blood glucose was 58mg/dl. She did not receive any treatment to raise her blood glucose. She was at (B)(6) clinic located at (B)(6) for 1 hour. She was told to follow up with her primary dr and she does not recall what her blood glucose was when she was discharged. No additional information was provided.